Event description:
The doctor reported that the zi-real abutment fractured while he was making adjustments to the abutment. It was that the patient did not suffer an injury and infection.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: the zi-real abutment (icap454) has not been returned at this time. Therefore cannot do a physical investigation, no conclusion can be drawn.